Manufacturer narrative:
Additional information: the customer called the company representative to assist with troubleshooting. The customer requested called back and confirmed their system was functioning normally. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on april 30, 2015. Based on qa assessment, the product met specifications at the time of release. The customer verified that the system was functioning normally. Therefore, the root cause of the reported event could not be determined. The manufacturer internal reference number is: 2016-103154

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a system was not emulsifying before a procedure. There was no patient involved.